Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results

Event description:
The user facility reported that the device leaked and fluid entered the patient surgical site during a procedure.  The surgeon irrigated the surgical site with antibiotics, no further adverse consequences were reported.

Event description:
The user facility reported that the device leaked and fluid entered the patient surgical site during a procedure. The surgeon irrigated the surgical site with antibiotics, no further adverse consequences were reported.